Event description:
It was reported that during a breast biopsy, they were unable to advance the plunger and deploy the marker. Used another marker and completed the case with no consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.